Event description:
It was reported that the patient presented to the emergency room with hypoxemic respiratory failure, fever, methicillin-resistant st aphylococcus aureus, bacteremia, pneumonia and a heart failure exacerbation. A chest x-ray was performed and showed infiltrates in both lungs. A computerized tomography scan confirmed pneumonia. An elevated brain natriuretic peptide confirmed the heart failure exa cerbation. The patient was treated with multiple antibiotics and also diuretics. Blood cultures were positive for methicillin-resistant staphylococcus aureus (mrsa) bacteremia and gram positive cocci. The patient's cardiac resynchronization therapy pacemaker (crt-p) leads were noted to be infected. A transesophageal echocardiogram (tee) was performed and a thin mobile mass was observed to be attached to the non-coronary cusp of the valve and was suspected to be vegetation. A care conference was pending to decide whether to explant the crt-p system, however the patient was found unconscious, the rapid response team was called to the room and the patient was confirmed as being deceased. The cause of death was noted to be mrsa bacteremia. The patient was a participant in a clinical study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the origin and source of the infection is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.